Manufacturer narrative:
Concomitant products: product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37743, serial# (B)(4), implanted: (B)(6) 2009, product type programmer, patient. (B)(4).

Event description:
It was reported that the patient experienced a power on reset (por) condition. The patient also reported "not being able to adjust stimulation." The patient reported she started seeing the por message on (B)(6) 2013. At the time of report the patient stated that the 'message was successfully cleared' and that she was 'seeing the regular charging screen.' It was also reported that the patient experienced 'coupling and or communication issues' with her implantable neurostimulator (ins). The patient reported having tried to charge her ins every day 'since (B)(6) 2013 from 9am-5pm every day and ins will not charge.' The patient also reported 'she used to get good coupling until about one month ago' at which time 'coupling dropped down to 2-3 boxes.' At the time of report, the patient reported having seen '0 coupling boxes.' It was additionally stated that the patient 'can feel ins move on one side.' The patient additionally stated that 'the ins moved towards the middle of her stomach and then back down again.' It was also stated that the patient 'didn't think it was flipped.' It was also noted that the patient had 'been gaining fluid for a few years now.' The patient was redirected to her health care provider. Additional information has been requested. A supplemental report will be filed if additional information becomes available.

Event description:
Additional information received reported the patient received assistance from her physician or manufacturer representative and her concerns were resolved.

Manufacturer narrative:
(B)(4).